Manufacturer narrative:
Retainer ring = black insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Pump successfully downloaded history files and traces using thump. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked belt clip rail case corner and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack. No harm requiring medical intervention was reported. The device will be returned for analysis.